Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v605118 implanted: (B)(6)2011 product type lead product ID 3387s-40 lot# v787091 implanted: (B)(6)2011 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 31-aug-2013, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 25-may-2014, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient may have experienced a possible brain bleeding.